Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal right coronary artery with moderate tortuosity, moderate calcification and 99% stenosis, plain old balloon angioplasty was performed. A 2.25x15 rx xience prime small vessel (sv) stent delivery system (sds) was advanced, resistance was felt with the patient anatomy during advancement, some force was applied against resistance and the sds balloon was inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The sds was withdrawn from the patient anatomy without resistance and once outside of the patient anatomy, a pinhole rupture was confirmed on the balloon. A new xience prime sv sds was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) states: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Additionally, the IFU (warnings section) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.